Manufacturer narrative:
It is unknown which of the devices backed out among the ones used having lots as follows: h5233176 and/ or h5265385. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, cage at l4/5 backed-out slightly above the posterior wall. The cage caused neurological symptom. Revision surgery was performed.